Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the zoom suddenly stops or zoom unexpectedly retracts/disengages during use. There was patient involvement.

Event description:
This report summarizes 1 malfunction events, where it was reported the zoom suddenly stops or zoom unexpectedly retracts/disengages during use. There was patient involvement.

Manufacturer narrative:
The device that was pending was evaluated and it was determined the device experienced no zoom power/drive function, which is not reportable. Section h codes have been updated. Because of this, the number of reported events has been changed from 2 to 1.